Event description:
It was reported to boston scientific corp a pt underwent a therapeutic urological procedure in 2007. During the procedure our occlusion balloon dilation catheter device burst while in the pt. Inflation rate is unk. The entire balloon, still attached to the catheter, was retrieved when the device was pulled out of the scope all intact. The procedure was completed with another device. There were no pt complications.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation but has not yet been received; therefore, a failure analysis is not available. We are unable to determine the relationship between this device and the cause for this event at this time. The march 2007 15-month complaint trend report, inclusive of all failure modes, was reviewed: no adverse trend was noted and no data point exceeded the complaint alert limit.